Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that spd brought to his attention that a tibial impactor tip was cracked. It is not known when the instrument broke. No broken pieces of instrumentation left in patient. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.